Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient experienced fever, chills, and inflammation at the pocket site two weeks after the implant surgery. System explant was performed due to a staph infection at the pocket; the healthcare professional treated the patient with antibiotics for 10 days and decided to explant the system. It was unknown if the issue was resolved at the initial time of report. The patient&#38112;status was alive with no injury. If additional information is received, a follow up report will be sent. The patient&#38112;indications for use included spinal pain.